Event description:
On july 29, 2009, the lay user/patient contacted lifescan (lfs) to report the date and time were frozen on the display during testing with the one touch ultra meter. On august 7, 2009, the sr medical surveillance specialist (smss) contacted the patient to obtain and verify information; however was unable to reach him by telephone. The smss sent a letter requesting the patient to call medical surveillance. On the day of event in 2009 at 9:15 am, the patient noted the reported meter's display showed just the date and time during testing; he did not obtain a blood glucose reading. The patient took no actions based on this meter issue. At 12:00 noon the patient reportedly experienced the symptoms of thirst and fatigue. He administered self-treatment by taking 28 units nph insulin. It would have been helpful to determine the meals and medications taken on the morning of the event, if the patient attempted to test his blood glucose level while symptomatic, his expected readings, his insulin regimen and if the patient had a backup meter. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hyperglycemia after not being able to test his blood glucose level due to the meter issue, and received treatment with insulin. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.